Event description:
It was reported that the company representative was able to pick up the suspect serial cable for return to the manufacturer. The cable was received on (B)(4) 2012. However, product analysis has not been completed to date. The company representative reported that the serial cable adapter connector appeared bent.

Event description:
Product analysis for the dell x50 handheld computer serial data/power cable was completed on (B)(6) 2012. It confirmed an open conductor in the cable which resulted in unreliable operation (power). The cause is associated with a broken wire connection in the serial cable plug assembly. Once the wire connection was restored using a jumper wire, no further anomalies were identified and full product functionality was restored.

Event description:
It was reported that a physician's handheld computer was not charging properly. The company representative followed up with the site and confirmed that the computer was not properly charging. When the serial cable adapter connector was pushed upward, it would charge. However when the adapter connector was released, the battery icon would stop showing that the computer was being charged. Attempts for product return have been unsuccessful to date.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.